Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. More information are requested. Remains implanted.

Event description:
Avenue-t : cage migration. Dr. (B)(6) informed ou reporter about an avenue-t case where one cage has migrated anteriorly and for the other one, the anchors do not seem to be engaged anymore ( the anchors plate migration is registered in another report) . The case was accompanied by the distributor ¿spine surgical¿ the x-rays associated are available.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation. Attempts have been made and no further information (about patient condition, ref & lot number, revision etc.) Has been provided. The reference and lot number are unknown, therefore the device history records are unable to be reviewed. There was no previous similar events. From information provided, based the analysis of the images provided, the event seems to be related to an off-label. Indeed, the images show that there was no posterior system whereas, as indicated in IFU "the avenue® t implants (cage and anchoring plates) must always be associated with a posterior fixation system". The investigation found no evidence to indicate device issue. Root cause : off-label due to the lack of posterior fixation system. (IFU was not followed).